Event description:
One pt with discrepant calcium results. Initial result 8.4 mg/dl, repeat 9.4 mg/dl. Initial result was reported, pt was not adversely affected. The field service representative was unable to determine root cause but noted he cleaned the reagent and sample lines. Precision tests performed which were within specification.